Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer was treated with glucagon injection. The customer stated the reservoir was manipulated while connected. The customer was assisted in performing displacement test and it passed. The customer stated that the device was exposed to an MRI and details of the exposure are not sure. The customer was advised to speak with health care provider regarding the low blood glucose. The customer was advised to monitor pump.